Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise. The ra and right ventricular (rv) lead leads were explanted and returned to the manufacturer and, subsequently, tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.